Event description:
During a ptca treatment procedure, removal difficulties were encountered. The physician experienced difficulty removing the balloon over the guidewire as the guidewire became trapped in the guidewire lumen of the balloon. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the mid lad coronary artery. The physician used a medikit introducer sheath for vascular access and a mach1 guide catheter to cross the lesion. After crossing the lesion using this guide wire, the maverick otw balloon was inflated to 6 atms at the lesion site. When the physician attempted to remove the maverick otw balloon, the choice pt plus guidewire became stuck in the wire lumen of the balloon catheter. The guidewire and balloon were removed as a unit. After crossing the lesion using this choice pt plus guidewire again, a jll balloon was inflated at the lesion site. When the physician attempted to remove the jll balloon, the choice pt plus guidewire became stuck in the wire lumen of that balloon catheter also. The guidewire and balloon were removed as a unit. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.